Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occured. The 100% stenosed target was located in the moderately tortuous and severely calcified common iliac artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for pre-dilation. However, during inflation the balloon ruptured at below rated burst pressure. The procedure was completed with a non bsc device. No patient complications nor serious injury were reported.